Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding a (B)(6) year old female patient. Information regarding this patient had also previously been reported in manufacturer report # 3007566237-2016-02556. Any additional information received will be reported in this manufacturer report. The patient's medical history consisted of a motor vehicle accident (2012), cervical myelopathy, lupus anticoagulant with hemorrhagic disorder, asthma, gastroesophageal reflux disease, anxiety, pulmonary embolism on coumadin, paralysis from the chest down (spastic paraplegia), and transverse myelopathy syndrome from approximately t6. The patient also had a history of clots and bruised easily. The patient's history also included the following surgical procedures: bladder surgery, sinus surgery, hysterectomy, cholecystectomy, vena cava filter placement, kidney stone surgery, and eye surgery. The patient required a chronic foley catheter. The patient was allergic to milk and penicillin. The patient also developed a central pain syndrome, which caused burning in her hands and spread throughout all her extremities. This improved with gabapentin, but also caused some myoclonus. Attempts to reduce the dose of gabapentin caused the patient too much pain. The burning central pain syndrome remained adequately controlled on an aggressive dose of gabapentin. The patient experienced feelings of vibration in her body, which was probably triggered by spontaneous discharges that occurred in the damaged area of her spinal cord. The gabapentin did not control that, so the patient was tried on carbamazepine. It was noted that at baseline, the patient was bedridden and unable to walk. The patient was taking the following medications: albuterol (90 mcg/actuation 2 puff inhalation), alprazolam (0.5 mg tablet nightly as needed), bupropion hcl oral (150 mg daily), citalopram (40 mg at bedtime), ferrous sulfate (325 mg at bedtime), fluticasone/salmeterol (1 pull inhalation 2 times per day), gabapentin (1,200 mg with breakfast), metformin (500 mg tablet with breakfast), nitrofurantoin (50 mg capsule 4 times a day), omeprazole (40 mg capsule daily), and warfarin sodium (4 mg one time a day). It was noted that the patient did not tolerate cymbalta or venlafaxine. On (B)(6) 2015, the patient had a computed tomography scan of the abdomen without contrast to check the location of the pump and catheter. The examination was unremarkable, and the visible catheter was intact and was as expected. The patient had been maintained for some time on intrathecal baclofen delivered by the pump at 500 mcg/day. This had helped the patient tremendously with the spasticity and spasms, but more recently the patient started to have more spasms again although it was not as much as she originally had. On (B)(6) 2016, the patient had a refill procedure where the pump was filled with 40 ml of 2000 mcg/ml baclofen and the dose was increased to 550 mcg/day because of more active spasms. The patient also began to complain more and more bitterly about chronic pain in her lower back and neck. A pain specialist and physical therapy were unable to help the patient. The patient's primary care physician had given the patient some hydrocodone tablets, which helped some, but would not continue to give the patient pain medication. The managing pump physician discussed with the patient about adding an opioid to the pump to treat the pain. The patient wanted to try that approach. It was noted that at the next pump refill, the health care provider was going to start adding morphine and doing half pump refills to reduce waste. On (B)(6) 2016, the patient had a cervical spine magnetic resonance imaging scan without contrast due to the patient's worsening neck pain. It was noted that there was c6-c7 degenerative change with spinal stenosis and an unusually prominent abnormal cord signal. The pump was also refilled with 20 ml of a solution containing her usual 2000 mcg/ml baclofen as well as 1.8 mg/ml morphine. The pump was programmed to deliver 0.49 mg/day of morphine sulfate and 549.6 mcg/day of baclofen. It was determined that it would be 47 hours and 12 minutes before the new solution containing the morphine actually reached the patient's spinal fluid. It was noted that that night, the patient was slightly drowsy. On (B)(6) 2016, about 48 hours after the pump refill, the patient became more sleepy and ended up "sleeping all day." The patient went to bed early. It was noted that the patient was confused and delirious. On (B)(6) 2016, the patient was found in the morning to be unresponsive, which was an unexplained altered level of consciousness. Emergency medical services was called and when they arrived, they found the patient's oxygen saturation level to be in the 30's%. They were not able to wake the patient. She was resuscitated and her oxygen saturation increased to 90's. She was given narcan with no response. The patient was intubated and hospitalized for respiratory failure. The patient's code status was full code. A central line was placed. The patient was found to have an electrolyte abnormalities including hyperkalemia and acute kidney injury. The patient had seizure-like activity. The patient also had leukocytosis and was hypotensive and hypothermic. Pressors and antibiotics were administered. The patient was comatose which was thought to be related to an accidental overdose. The patient's core body temperature ranged from 92.8" to 101.4", pulse ranged from 97 to 93, respiration rate ranged from 12 to 21, and blood pressure ranged from 138/86 mmhg to 146/48 mmhg from the mid morning to the evening respectively. The patient's (B)(6). The patient's sputum culture showed moderate growth of (B)(6). A computed tomography scan without contrast was performed. There was extensive left-sided paranasal sinus disease and right ethmoid sinusitis, but otherwise the scan was (B)(6). Neurology was consulted for the patient's acute encephalopathy with possible anoxic brain injury. The patient was admitted to the intensive care unit. A urine sample was taken. The urine was cloudy: klebsiella oxytoca, stenotrophomonas maltophilia, and lactobacillus were cultured. The following urine values were considered abnormal: 40 mg/dl ketones, 100 mg/dl protein, moderate leukocytes, large blood, few fine granular cast, and few coarsely granular cast. The following urine values were considered high: 371.3 red blood cells/ul, 629.3 white blood cells/ul, and 15.87 cst/ul hyaline cast. The following urine values were considered normal: ph, specific gravity, glucose, bilirubin, nitrite, squamous epithelial, and bacteria. The patient's urethral catheter was replaced. A blood sample was taken. The patient's white blood cell count, mean platelet volume, red cell distribution width, international normalized ratio, protime, activated partial thromboplastin time, procalcitonin, chloride, glucose, blood urea nitrogen, creatinine, and blood urea nitrogen/creatinine ratio were high at 18.9 k/ul, 11.5 fl, 49.4 fl, 2.37, 26 seconds, 44.6 seconds, 1.43 ng/ml , 111 mmol/l, 139 mg/dl, 22 mg/dl, 1.44 mg/dl, and 15.3 respectively. The patient's mean corpuscular hemoglobin concentration, calcium, albumin, and magnesium were low at 31.5 g/dl, 7.2 mg/dl, 2.9 g/dl, and 1.5 mg/dl respectively. The patient's sodium, potassium, carbon dioxide, anion gap, and phosphorus levels were normal. The following medications were administered: intravenous 2 mg midazolam (pf) injection every 2 hours as needed (discontinued same day), nebulized 2.5 mg albuterol (proventil, ventolin) every 6 hours, nebulized 15 mcg aformoterol (brovana) solution 2 times daily, intravenous 500 mg (500 mg/100 ml) meropenem (merrem) 4 times per day, oral 15 ml chlorhexidine (peridex) twice a day, nebulized 0.5 mg budesonide (pulmicort) twice daily, subcutaneous 0-10 units (100 unit/ml) insulin lispro (humalog) as needed, intravenous 125 ml/hr dextrose 5% and sodium chloride 0.45% continuously, oral 100 mg (50 mg/5 ml) docusate (colace) twice a day, rectal 10 mg bisacodyl (dulcolax) twice a day as needed, intravenous 0.4 mg/hr (2 mg/ 500 ml) naloxone (narcan) continuously, intravenous 100 meq 8.4% sodium bicarbonate single injection, intravenous 40-80 units/kg x 81.1 kg (adjusted) heparin (porcine) as needed (discontinued next day), rectal and oral 650 mg acetaminophen (tylenol) every four hours as needed, rectal 10 mg bisacodyl (dulcolax) twice a day as needed, intravenous 2 g magnesium sulfate in 50 ml normal saline as needed, intravenous (50 mg/ml solution) and oral 25 mg diphenhydramine (benadryl) every 6 hours as needed, intravenous 30 mmol potassium phosphate in 100 ml normal saline as needed, intravenous 20 meq/100 ml potassium chloride as needed, oral 40 meq potassium chloride as needed, and intravenous 30 mmol sodium phosphate in 100 ml normal saline as needed. On (B)(6) 2016,the patient's mental status remained depressed. The patient's pump was accessed; all 18.5 ml of the residual medication was aspirated. The pump was then filled with 40 ml of 500 mcg/cc baclofen. The catheter access port was accessed and 2 ml of fluid was aspirated in order to clear the catheter. The catheter was then washed with the cerebrospinal fluid through the aspiration process. A priming bolus was then programmed in order to refill the catheter. The patient would get her usual dose of baclofen but without the morphine. The telemetry printout from the previous refill was reviewed to assure the doses were correct. Overall, the patient only received 0.5 mg of morphine from the pump, which infused slowly over 24 hours. The patient's core body temperature ranged from 101.5" to 98.2" pulse ranged from 87 to 83, respiration rate ranged from 14 to 21, and blood pressure ranged from 114/72 mmhg to 149/91 mmhg from the beginning of the day to the end of the day respectively. The patient's extremities were pale. She had scleral edema, had small, fixed pupils in both eyes, and a oculocephalic reflex. The patient had hypoactive bowel sounds. The patient did not respond to pain. Some laboratory findings suggested possible sepsis, but it was also thought the patient's condition was due to opioid toxicity. The patient's reaction to the small dose of drug she would have received suggested that she may be ultra sensitive to opioid. It was thought the patient's symptoms were secondary to the morphine, so the levophed drip was turned off and the patient was placed on a narcan drip. There was no improvement in the patient's mental status. It was questioned whether the patient was experiencing an opioid overdose. Intravenous fluids for lactic acidosis and acute kidney injury were initiated and the hyperkalemia was corrected. A blood sample was taken. The patient's phosphorus, potassium, calcium, albumin, and glomerular filtration rate, pco2, po2, hco3, be, tco2, o2 saturation levels were low at 1.9-2.1 mg/dl, 3.4 mmol/l, 7.9 mg/dl, 2.6 g/dl, 56.1 ml/min/1.73 m^2, 82.3 mmhg, 75 mmhg, 18.2 mmol/l, -6.0 mmol/l, 19 mmol/l, and 94% respectively. The patient's white blood cell count, mean platelet count, red cell distribution width, international normalized ratio, protime, activated partial thromboplastin time, glucose, blood urea nitrogen, blood urea nitrogen and creatinine ratio, aspartate aminotransferase, alanine aminotransferase, and alkaline phosphatase levels were high at 18.5 k/ul, 11.4 fl, 47.1 fl, 2.32, 25.4 seconds, 114.8 seconds, 110-149 mg/dl, 25 mg/dl, 20.2, 91 u/l, 84 u/l, and 151 u/l respectively. The patient's arterial blood ph, arterial lactate, carboxyhemoglobin, methemoglobin, total hemoglobin mass, temperature, mech rate, arterial set vt, (B)(6) end expiratory pressure/continuous (B)(6) airway pressure, red blood cell count, hemoglobin, hematocrit, magnesium, mean corpuscular volume, mean corpuscular hemoglobin, mean corpuscular hemoglobin concentration, platelet count, nucleated red blood cell auto, nucleated red blood cell absolute, cortisol, sodium, chloride, carbon dioxide, anion gap, creatinine, total protein, and total bilirubin levels were normal. A chest x-ray was performed. It was noted that some airspace opacity in the right lower lung was now present. There was worsening right basilar atelectasis. Retrocardiac opacity was persistent. Mediastinal and cardiac contour were unchanged. The tubes and lines were unchanged. The following medications were administered throughout the day: oral 15 ml 0.12% chlorhexidine (peridex) twice a day, intravenous 0-25 units/kg/hr x 81.1 kg (adjusted) (25,000 units/500 ml) heparin continuously (discontinued same day), nebulized 0.5 mg budesonide (pulmicort)solution 2 times daily (discontinued next day), nebulized 15 mcg arformoterol (brovana)solution 2 times daily (discontinued next day), nebulized 2.5 mg albuterol (proventil, ventolin) solution every 6 hours, intravenous 750 mg/150 ml levofloxacin (levaquin) every 24 hours (discontinued same day), subcutaneous 0-10 units (100 units/ml) insulin lispro (humalog) 4 times a day, oral 100 mg (50 mg/5 ml) docusate (colace)2 times a day, intravenous 40 mg pantoprazole (protonix) daily, intravenous 16 mg norepinephrine (levophed) in 0.9% 250 ml normal saline continuously at 0.5-30 mcg/min, intravenous 2 mg naloxone (narcan) in 0.9% 500 ml normal saline continuously at 0.4 mg/hr, intravenous 500 mg/100 ml meropenem (merrem) every 6 hours (discontinued same day), intravenous 1.5 g vancomycin in 0.9% 500 ml normal saline every 18 hours (discontinued same day), intrathecal 20,000 mcg (500 mg/ml)baclofen (lioresal) once, intravenous 1 g (1g/100 ml) cefepime (maxipime) every six hours, intravenous 1.0 g vancomycin in 0.9% 250 ml normal saline every 12 hours (discontinued next day), intravenous 0.9% sodium chloride continuously at 75 ml/hr, and intravenous 0.9% sodium chloride 1,000 ml single bolus. On (B)(6) 2016, the patient's core body temperature ranged from 98.2" to 96.8" pulse ranged from 83 to 96, respiration rate ranged from 22 to 20, and blood pressure ranged from 158/75 mmhg to 127/66 mmhg from the beginning of the day to the end of the day respectively. The patient experienced bowel incontinence as well as edema around the endotracheal tube. The electrocardiogram showed sinus tachycardia. A blood sample was taken. The patient's international normalized ratio, protime, white blood cell count, mean platelet count, chloride, glucose, blood urea nitrogen/creatinine ratio, aspartate aminotransferase, and activated partial thromboplastin time were high at 1.94, 22.1 seconds, 15.3 k/ul, 10.9 fl, 3.4 mmol/l, 129 mg/dl, 26.3, 58 u/l, and 106.9 seconds respectively. The patient's red blood cell count, hemoglobin, hematocrit, potassium, creatinine, total protein, albumin, and phosphorus were low at 3.88 m/ul, 10.7 g/dl, 32.1%, 3.4 mmol/l, 0.57 mg/dl, 6.0 g/dl, 2.3 g/dl, and 2.1-2.4 mg/dl respectively. The following values were normal: mean corpuscular volume, mean corpuscular hemoglobin, mean corpuscular hemoglobin concentration, platelet count, red cell distribution width, nucleated red blood cell auto, nucleated red blood cell absolute, sodium, carbon dioxide, anion gap, blood urea nitrogen, total bilirubin, alanine aminotransferase, alkaline phosphatase, glomerular filtration rate, and vancomycin trough. The patient's blood glucose level tested high: 139 mg/dl shortly after midnight, 120 mg/dl in the morning, 141 mg/dl just before noon, and 147 mg/dl in the evening. A magnetic resonance imaging scan of the brain without contrast was performed. It was noted that this was a motion compromised exam. There were confluent areas of restricted diffusion throughout the cerebral white matter in bilateral cerebral hemispheres as well as the basal ganglia suggestive of cytotoxic edema secondary to infarction. Although the findings were most suggestive of anoxic brain injury, diffuse white matter involvement is atypical and alternative etiologies such as encephalitis were not entirely excluded. There was a multifocal increased t1 signal intensity and a susceptibility artifact, which was compatible with mixed age blood products. A cerebellar tonsillar herniation was also identified. The electroencephalogram was performed, and it was determined that the electroencephalogram was abnormal due to generalized slowing and background disorganization but no epileptiform discharge. It was noted that the finding indicated a severe encephalopathy. It was noted that the patient's pupils had become unreactive. The following medications were administered: intravenous 4 mg midazolam (pf) 2 single injections, intravenous 40-80 units/kg x 79.7 kg (adjusted) heparin (porcine) injection as needed, intravenous 0-25 units/kg/hr x 79.7 kg (adjusted) heparin solution continuously, intravenous 80 units/kg x 79.7 kg (adjusted) heparin (porcine) single injection, transdermal (0.1 mg/24 hrs) clonidine (catapres-tts) 1 patch weekly, intravenous 20 mg labetalol (normodyne, trandate) every 4 hours as needed, intravenous 1 mg/ml midazolam (versed) continuously at 0.02 mg/kg/hr x 110.2 kg, and intravenous 5 mg midazolam (pf) single injection. On (B)(6) 2016,a blood sample was taken. The patient's potassium, creatinine, calcium, phosphorus, albumin, red blood cell count, hemoglobin, and hematocrit were low at 3.4 mmol/l, 0.40 mg/dl, 8.4 mg/dl, 1.9 mg/dl, 2.5 g/dl, 3.83 m/ul, 10.6 g/dl, and 32 %. The patient's sodium, chloride, glucose, blood urea nitrogen/creatinine ratio, international normalized ratio, protime, mean platelet volume, white blood cell count , and osmolality were high at 155 mmol/l, 125 mmol/l, 140 mg/dl, 25, 1.47, 17.7 seconds, 10.8 fl, 13 k/ul, and 318 mos/kg. The following values were considered normal: magnesium, carbon dioxide, anion gap, blood urea nitrogen, glomerular filtration rate, platelet count, red cell distribution width, nucleated red blood cell auto, nucleated red blood cell absolute, mean corpuscular volume, mean corpuscular hemoglobin, and mean corpuscular hemoglobin concentration. The patient's blood glucose level tested high: 153 mg/dl shortly after midnight and 140 mg/dl in the morning. Intravenous 1,250 mg vancomycin in 0.9% 250 ml normal saline was administered. The patient's urine had normal levels of chloride, sodium, potassium, ph, specific gravity, glucose, bilirubin, protein, nitrite, and blood. The following values were considered abnormal: trace ketones, small leukocytes, small amount of blood, and low osmolality (101 mos/kg). A chest x-ray was performed. Small left pleural effusion was likely present. There was no significant change in retrocardiac consolidation and right lower lobe opacity which may represent noncardiogenic edema. The patient's pupils were mid position and reactive. She had no oculocephalic reflex, no corneal reflex, no gag reflex, and no posturing with no response to pain. Cold water calorics were performed and the patient had no ocular vestibular reflex. There were no brain stem reflexes. The patient was declared brain dead. The patient's core body temperature ranged from 96.6"&#63508;to 96.1"&#63532; pulse ranged from 95 to 0, and respiration rate ranged from 20 to 0 from the beginning of the day to 9 am respectively. The patient's pupils were round and fixed. There was no response to stimuli. Her tongue was swollen, and her gums were bleeding. The patient's remaining medications were discontinued and the patient was extubated. The patient was declared dead at 7:30am. The cause of death was anoxic encephalopathy. The final diagnoses included: severe sepsis with septic shock, acute respiratory failure with hypoxia, encephalopathy, acidosis, urinary tract infection, hyperkalemia, cramp and spasm, dystonia, central pain syndrome, pain in hands, hypothermia not associated with low environment temperature, paraplegia, lupus anticoagulant syndrome, spinal cord disease, and bed confinement status. The health care provider noted that he did not think the respiratory suppression was related to the pump. There was no pump malfunction. The health care provider did not believe that the patient had even received a full day's worth of morphine at the time of her death. An autopsy was not requested.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's attorney regarding a patient receiving morphine and baclofen via an implantable pump for intractable spasticity. On (B)(6) 2016 the healthcare provider added morphine to the baclofen pump. The patient's family member found the patient unresponsive. The patient was transported to the ER (emergency room) and pronounced dead on (B)(6) 2016. Pump malfunction or user error were being investigated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.